Event description:
It was reported that during a supply change the patient attempted four inset infusion set deployments, and in each attempt the inserter spring mechanism did not lock correctly and remained sideways, leading to an incorrectly deployed infusion set or connector attachment issue; the affected component was the cannula. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem related to improper or incorrect procedure or method, in the context of the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.